Manufacturer narrative:
The reported issue was investigated but cannot be conclusively confirmed at this time as the root cause is unknown. It is suspected that the reported issue could be related to an out of range sensor operation. This reported event was investigated for possible inaccurate reading. Based on the information given and backend log analysis, it was confirmed that the device was operating outside the expected frequency range of 30-37.5 mhz. The sensor was operating at 38.3 and 34.0 mhz during the review of the applicable reading(s). The inaccuracy determined by the technical heart failure team was outside the predicted range from the IFU. The device is included in the 3004936110-01/24/23-002c sensor out of frequency advisory notice issued by abbott on 07 feb 2023.

Event description:
It was reported that the sensor accuracy was questioned while the patient was on vacation in ecuador. This reported event was investigated for possible inaccurate reading. Based on the information given and backend log analysis, it was confirmed that the device was operating outside the expected frequency range of 30-37.5 mhz.